Manufacturer narrative:
Corrected data: during review of the reported event on (B)(6) 2021, it was determined that section h3: not returned to manufacturer and section h6: health effect- clinical code were left blank. As a result, the following field has been updated: section h3: not returned to manufacturer : selected. Section h6: health effect- clinical code: 4582 - no clinical signs, symptoms or conditions. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a aab00 model intraocular lens(iol)was fully inserted into the patients right eye 'and was removed due to a crack that started near the haptic and went down the lens. The lens was cut out and procedure was completed successfully using backup lens. There was no patient injury and no medical/ surgical intervention such as incision enlargement, vitrectomy or sutures were required. The patient was doing fine. The event was observed after inserting lens into eye. No further information available.